Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they could not tolerate 2.7v and as far as they could go was 2.5v. It was also reported they needed to catheterize because their bladder was not emptying out completely. No further information reported.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was at 2.5, but didn't feel anything. However, if they went higher, it would start to hurt. They stated that the system wasn't helping their urinary symptoms. On (B)(6) 2017, it was reported by the patient that they turned their device off without realizing it and, when they met with a manufacturer representative (rep), they explained what the patient did wrong. They had it on another program, which hurt. Their urinary symptoms were uncontrollable. If they didn't catheterize themselves, it would come out with no warning. On (B)(6) 2017, it was reported that they increased the level to 2.7 and it would tell them when they needed to urinary, but they would have to catheterize to empty their bladder. They were going to give it one more week before they changed the program. There were no further complications reported or anticipated.